Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.1 was not latching properly. A field service engineer found spring for solenoid plunger was broken, replaced spring to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, n3 aux dw 2.1 was not closing. Even when pushed shut, the drawer could be manually pulled open again. The pyxis flagged the entire drawer as failed and was unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.